Manufacturer narrative:
The lot number for the two reported malfunctions was provided, therefore, lot history reviews were performed. The devices were not returned to the manufacturer for evaluation/inspection. Therefore, the investigation for the two reported malfunctions are inconclusive for the reported leak issue. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. The catalog number identified has not been cleared in the us but is similar to the broviac cv catheter repair kit, single -lumen, white, 4.2 f product that are cleared in the us. The pro code for the broviac cv catheter repair kit, single -lumen, white, 4.2 f products is identified.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0601610ce chronic catheter repair kit allegedly experienced leaked. These reports were received from various sources. Two malfunctions were involved with no patient consequences. Of the two reported malfunctions, one male and one female age is (B)(6) years old. The weight of the two patients are not provided.